Manufacturer narrative:
A3b.): patient gender unknown. Relevant tests/laboratory data unknown. A portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function and oversensing. A right atrial (ra) and two epicardial (manufacturer, location unk) leads were present in the patient as well, but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made through the subclavian vein, with significant binding noted throughout the vasculature. As a result, a spectranetics large visisheath dilator sheath was added, with the glidelight and visisheath reaching the proximal end of the lead proximal coil. Switching to a spectranetics 13f tightrail rotating dilator sheath, advancement continued to approximately 3 cm over the proximal coil. Then, the tightrail was removed and the glidelight and visisheath were used again, reaching the area of the proximal coil; however, the lld ez and lead broke at the junction of the proximal end of the lead proximal coil, and the remnants of lld ez/rv lead were removed. Due to the unknown variable of further intervention such as snaring, and what associated pull forces would do to the vasculature and heart structures, no further attempts were made to retrieve the rv lead/lld ez portions; therefore, the lld ez/rv portions remained within the patient. A new dual coil rv lead was implanted, the procedure was completed, and the patient survived. The physician believed that significant scarring, significant pull force, and use of concomitant devices weakened the lead body, causing the separation of the lld ez/rv lead. This report captures a portion of the lld ez within the rv lead that separated during use, and remained in the patient.